Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone (25 mg/ml at 17.7 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that on (B)(6) 2019 a motor stall was seen at initial interrogation. The patient had not recently had an MRI, but had been in the hospital for pneumonia recently, so the hcp was assuming that the patient likely got an x-ray and passed by the MRI suites on the way to the x-ray. The hcp believed this magnetic interference likely occurred on (B)(6) 2019 which was the date of the stall. They aspirated the reservoir today and got 3.0 ml and were expecting 2.3 ml which was within measurement specifications. The patient reported no symptoms and the hcp denied the patient being on oral medications. Because they thought the pump was stalled, they decreased the patient¿s dose from 17.7 mg/day to 7 mg/day. Review of the logs showed a motor stall recovery occurred message logged in the logs with the same time that they initially interrogated the pump today ((B)(6) 2019). The issue was resolved. They were planning to have the patient come back into the clinic tomorrow ((B)(6) 2019) to increase the dose per day back to 17.7 mg/day. No further complications were reported/anticipated.